Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented on (B)(6) 2021 for a generator change procedure. During the procedure, the patient's right ventricular lead was capped and replaced as the lead was exhibiting increasing capture thresholds over the course of a year. The patient was stable throughout.